Event description:
During an open repair of a fractured humerus, the orthopedic surgeon was using a zimmer hand drill and drill bit. During use the tip of the drill bit broke off and became lodged in the bone.